Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed error 5301 vacuum system failure and smoke and a burning smell from the architect i2000sr, (B)(6). The instrument was powered off. No impact to patient management was reported.

Event description:
The customer observed error 5301 vacuum system failure and smoke and a burning smell from the architect i2000sr, serial number (B)(6). The instrument was powered off. No impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) found the buffer transfer pump connector had become detached and allowed liquid to flow into the pump, vacuum causing the vacuum connector to burn and smoke. Service reconnected and tightened the connectors and checked and repaired the vacuum pump power supply cable to resolve the issue. The pump, vacuum (rohs) (7-77795-02) and buffer transfer pump 36vdc (rohs) (7-78670-02) were determined to be the likely causes of the issues. No additional instances of smoke have been reported since the service visit occurred. The instrument service history review revealed no additional tickets associated with error code 5301 or smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review found the 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damaged components were limited to the pump, vacuum (rohs) (7-77795-02) and buffer transfer pump 36vdc (rohs) (7-78670-02). The smoke/ charring did not spread to other parts of the instrument. A review of tracking and trending did not find increased complaint activity with regards to the complaint issue. The device history record was reviewed and identified no non-conformances or deviations associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, serial (B)(6), or pump, vacuum (rohs) (7-77795-02) or the buffer transfer pump 36vdc (rohs) (7-78670-02) was identified.